Event description:
It was reported that a clearlink duo-vent continu-flo solution set experienced backflow, with liquid getting past the set's check valve. This occurred while the device was connected to a primary container, clearlink system secondary medication set, secondary container, and spectrum pump. The event resulted in the secondary container emptying into the primary container. This occurred during patient infusion. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: the device was received for evaluation with a secondary set attached. Visual inspection showed no defects. The primary and secondary sets were set up and spiked with in-house solution bags with no defects noted. The reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.